Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the mallet is very well used. There are impact marks on nearly all surfaces and across of the surface area on the head of the mallet. The laser etching is nearly completely worn off from use. There are four chips on the corners of the pe ends of the mallet. Also, there are four chips on the corners of the polyethylene, however, it is unknown how these occurred or what other instrument it was being used with. There are several instruments that this slotted mallet is intended to be used with, none of which has any sharp edges on which they are intended to be hit by this mallet. This mallet is very well used and is unknown how much of the marks or damage was from this surgery. From a design perspective, it is impossible to know what exactly caused this damage without more information. It is concluded that this complaint is indeterminate.

Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that after a prodisc-c procedure at levels c4-c5, the polyethylene ends on the mallet had chipped in several places, and the pieces fell into the wound. The surgeon confirmed all fragments were retrieved from the patient, and the procedure was completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.